Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that prior to surgery, it was observed that the cutter device would not lock into the motor device. During service and evaluation, it was determined that the device pawls, spindle and springs were corroded, the resistor failed and the motor overheated. The device also failed pretest for break out box motor assessment and temperature assessment. There was no patient involvement reported. It was reported that there were no delays to a surgical procedure and a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.